Event description:
It was reported by the medical examiner's office that this patient had passed away. The cause of death was unknown. The suspect product was received. No further relevant information has been received to date. Product analysis has not been completed on the suspect device, to date.

Event description:
Product analysis was completed on the generator. The generator was monitored in simulated body temperature for 24 hours and provided the intended output current for the majority of this time. The device performed according to functional specifications with no anomalies found. Product analysis was completed on the lead. The majority of the lead was returned. The electrode assembly and a portion of the lead was not received. Setscrew marks were visible on the lead pin, indicating that, at one point in time, there was good mechanical and electrical connection between the lead and generator. The condition of the returned lead portion was consistent with typical explant conditions. No anomalies or discontinuities were noted. It was reported by the medical examiner's office that per the physician, the most likely cause of death was sudden death due to epilepsy. The physician also indicated that the vagal nerve stimulator was working fine. No further relevant information has been received to date.